Event description:
It was reported to minimed that the customer experienced hyperglycemia with a reported blood glucose value of 326 mg/dl that had been elevated for approximately 3¿4 hours. The event involved product(s) unk_reservoir,unomedical,mmt-1884. The customer reported the high blood glucose occurred while receiving a ¿sensor signal not found¿ alert while using a minimed 780g system with a guardian link 4 transmitter. The customer has type 1 diabetes and treated the high blood glucose using insulin pump bolus delivery. Troubleshooting was offered but declined, and the customer was advised to contact their healthcare provider or seek medical attention if hyperglycemia still persists. No further customer complications were reported. No product replacement or return was required unk_reservoir,unomedical,mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.